Event description:
Patient arrived for clinic visit on (B)(6) 2021 with damage to the white bend relief of the primary heartmate 3 controller as well as damage to the modular cable at the site of a previous repair. Replaced controller and modular cable.